Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with medtronic image on screen after being exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2022 customer called in with the following concern: customer said that her pump keeps on alarming with the 'medtronic' sign flashing. Critical pump error/open book image. P-cap locked in place properly during testing. After battery installation device received with constant flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding pcb1 and causing electrical shorting on electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Force sensor zero offset within spec (22.5mv). Unit was received with cracked keypad at select button and scratched case. In conclusion, unit was received with a constant flashing of the medtronic logo due to corroded on pcb1. Unable to confirm critical pump error alarm(open book image) due to display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.